Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric and haptic got caught and tore off upon insertion. The lens was removed, and a three piece lens was implanted without any pt injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that a haptic plate was torn off and there was a clear surgical residue on the lens. Conclusion: other - an investigation was opened to evaluate a complaint trend associated with lens tears. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery sys issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.